Event description:
The customer reported the system had a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was reseated during the service call. The system was tested and found to be working as intended and put back into service.